Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had lost communication. A technical support specialist backed up transactions and saved the database backup to d:\backup. The database was then shrunk, with a total size of 8859 and 8742 used. Applier errors were identified, prompting a full synchronization of the station. The full synchronization was completed successfully. After synchronization, the station showed a total of 5921 with 5828 used. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station lost communication. Rebooted device, the disconnect icon disappeared station was not showing back online in healthsight viewer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.